Manufacturer narrative:
One agilis steerable introducer was returned to the manufacturer for analysis. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be reproduced.

Event description:
Before inserting the catheter during the atrial fibrillation procedure, blood was leaking from the hemostasis valve of the introducer. The introducer was replaced and the procedure was completed with no patient consequences.